Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported no adverse events. The event involved product(s) mmt-1880. The troubleshooting was performed and the customer reported physical damage to the retainer ring on the pump. The reservoir is unable to lock into place. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1880 was requested and the device was returned.

Manufacturer narrative:
Pump received with blank flashing display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing display. Unable to download pump's history and trace files using thump due to blank flashing display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Unable to perform lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, detached retainer, missing o-ring (reservoir tube) and broken reservoir tube lip. Customer allegation for pump receiving critical pump error (open book image) alarm was unable to be confirmed due to blank flashing display which occurred due to severe corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.